Event description:
Clinical trial. It was reported that 6 days post index procedure; the patient experienced a myocardial infarction (mi) and died. The index procedure treated 2 target lesions. Target lesion 1 was a protected de novo lesion in the left main coronary artery (lmca). The vessel was 3.5 mm wide, 26 mm long, and 74% stenosed, the physician predilated the lesion prior to placing a 3.5 x 28 mm taxus liberte drug eluting stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the proximal lad. The vessel was 3 mm wide, 26 long, and 75% stenosed. There was mild calcification. The physician direct stented the lesion with a 3.0 x 28 mm taxus liberate drug eluting stent. Residual stenosis was 0%. The patient was discharged 2 days post index procedure receiving aspirin and plavix. On day 6, the patient presented with an mi. ECG confirmed an anterior q-wave mi. No enzymes were drawn. The patient was treated medically. The patient expired due to the mi. The patient was taking aspirin and plavix at the time of the event. In the opinion of the physician, there is an unk relationship between the death and the taxus liberte stent. This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely to assembly batch # 7672259 found that the device met its material, assembly and product specification, at the time of release to distribution.